Manufacturer narrative:
.

Event description:
The hcp reported that the refill needle was defective resulting in a possible pocket fill. Only half of the gabapentin in the syringe made it to the pump reservoir. The needle defect was not specified. No patient symptoms were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.